Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was stability reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting higher scan values while wearing the adc device, compared to the built-in meter. On (B)(6) 2022, the customer experienced dizziness and reported being unable to self-treat. The customer was provided food by a healthcare professional for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. A comparison of 236 mg/dl from sensor compared to built-in meter result of 104 mg/dl was provided. The results, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.